Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct of a (B)(6) female patient (patient weight is unknown) on (B)(6) 2009. On (B)(6) 2009 the patient presented with st elevation (per ECG). At that time, it was determined that the stent had migrated, and was removed. A rapid exchange biliary stent system (10frx5cm) was successfully implanted with no reported patient complications. The patient was reported to be fine after the procedure. On (B)(6) 2010, clarification received noting an elevation in the patient's liver function test (lft) and not st elevation. According to the customer, the elevation in the lft was unrelated to the stent migration.

Manufacturer narrative:
(B) (4) therapy/non-surgical treatment, additional. ECG reading of st elevation.

Manufacturer narrative:
(B)(4). (Liver function test elevation).

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct of a (B) (6) female patient (patient weight is unknown) on (B) (6) 2009. On (B) (6) 2009 the patient presented with st elevation (per ECG). At that time, it was determined that the stent had migrated, and was removed. A rapid exchange biliary stent system (10frx5cm) was successfully implanted with no reported patient complications. The patient was reported to be fine after the procedure.